Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 101 mg/dl. The customer stated that the act button is not working. Customer said that there is no significant events leading to the keypad issue. The customer was advised to discontinue use fo the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.